Event description:
Protectiv plus 16g 1 1/4" catheter was used to start an IV. The IV became unable to use. Upon inspection the IV catheter was not intact. The pt required a cut-down procedure to remove the retained foreign body (catheter tip) from the antecubital fossa.